Event description:
It was reported to covidien on (B)(6) 2010 that a pt had an issue with a peritoneal dialysis catheter. The customer states a pt reported that the baxter transfer set became disconnected from his quinton catheter. The pt usually lets the transfer set tubing hang loose and had gotten the catheter/transfer set caught in the recliner. The pt stood up from the recliner and the catheter adapter separated form the catheter. Pt required prophylactic antibiotics.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.